Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection of the returned device was performed in accordance with bwi procedures. Visual analysis of the returned sample revealed that the inner diameter of the device was cloudy. Additionally, the i.v. Spike was missing from the chamber. The potential cause of the tubing damage could not be determined. A device history review was performed for the finished device number lot ac8518238 and no internal action related to the complaint was found during the review cloudiness on the smart ablate tubing have been investigated by a cross functional team and the engineering analysis suggests that a plasticizer migration in the tubing product may be contribute to a change in tubing appearance including opacity, increase in lumen roughness as well as microbubble adhesion. Plasticizer migration is a known phenomenon in softer polyvinyl chloride (pvc) materials like our tubing set. Additionally, an independent evaluation determined that the plasticizer is not toxic and will not result in adverse health effects in cardiac ablation patients under normal use conditions. Despite any change in tubing appearance, bubbles in the saline remain readily detectable. In addition, the bubble sensor on the smartablate pump uses ultrasound signals and the sensitivity of this sensor is unaffected by any change in tubing appearance. Customers should continue to properly prime and flush tubing per the instructions for use (IFU) and the smartablate irrigation tubing set preparation workflow. Corrective and preventive actions (CAPA) are being followed to reduce this failure mode introduce optimization actions on devices with cloudiness and microbubbles. The event described by the customer was confirmed. Cloudiness reported may be related to a known plasticizer migration phenomenon of pvc materials and has no interference with the functionality of smartablate pump. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. . If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a smartablate¿ irrigation tubing set and the bwi product analysis lab identified that the inner diameter of the device was cloudy and the i.v. Spike was missing from the chamber. During the procedure, the tubing was opaque. Tubing of a different lot was used for the procedure. No patient consequences were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.